Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller states the patient reported that his heart was beating very fast, so the caller contacted 911. Upon arrival at the hospital, the patient tested 1.8 inr on the coaguchek xs system while a comparison lab returned as 4.61 inr. The patient was admitted to the hospital for pneumonia. It is not known if the patient received medical treatment. No adverse event related to the device was reported. Requested return of suspect system and replacement was sent.